Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch was triggered for low, out-of-range pacing impedance on the right ventricular (rv) channel of this pacemaker. The device was reprogrammed back to bipolar and the field representative attempted to recreate the measurement with the patient performing isometrics, but could not. This device remains in service. No adverse patient effects were reported.